Event description:
Prior to or case electrocautery pencil malfunctioned. The pencil activated cut mode while setting in holder. This resulted it to continually fire while plugged in. Equipment had not been used on the pt.